Event description:
It was reported during return inspection of an asset return (loaner) with no complaint received from the customer; air/water flow issues were observed (poor supply). At the time of the repair request inspection, service repair evaluation and inspection found, the device nozzle was clogged with foreign matter. This report is being submitted for foreign material found on the device nozzle (handling, insufficient reprocessing issue.) No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
Communication with the service olympus repair center (sorc) confirmed that there were no complaints reported from the customer where the loaner was provided. No faulty water supply, no clogged nozzle and no other complaints were reported when the loaner was returned to sorc. Sorc confirmed that "during the inspection at the time of return, it was observed and confirmed that air and water could not be supplied, however, the cause (clogging of foreign matter) was not specified. Clogging of the nozzle with foreign matter was detected during the estimation inspection at the time of the repair request. Additionally, the following defects/findings were noted during device evaluation: pinhole observed at the forceps channel tube. Due to pinhole, watertightness is lost. Acoustic lens (prink probe ) has a scratch. There is a chip in adhesive area between acoustic lens and ultrasound probe. Due to a scratch on a-rubber, water tightness is lost. The angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber (insertion section) found detached. Adhesive on a-rubber (bending section) has a crack. Ultrasonic transducer has corrosion. Universal cord has buckling, dent observed. Scratch noted on switch sw4, universal cord on control section side , connecting tube and paint on aw cylinder noted peeled. Objective lens has a crack. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. The device cds and reprocessing information ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- noted unknown. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle is unknown. No problems with the accessories used for reprocessing, stated "normal". Submerging the endoscope in cleaning solution done properly. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunction occurred due to insufficient cleaning. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "caution to prevent clogging of the air/water nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor the field performance of this device.